Manufacturer narrative:
(B)(4).the device was returned to baxter and an evaluation was performed. During evaluation it was identified that the mechanism assembly installed into the device (# (B)(4)) did not belong to the device with serial number (B)(4). Review of both device history records (DHR) confirmed that the mechanism was swapped and belonged to device with serial number (B)(4). Review of the DHR also observed that the installed ultrasonic sensor (serial # (B)(4)) did not belong to device serial number (B)(4). It is unknown what device the sensor belongs to. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service of the mechanism assembly was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.